Event description:
Rptr will have to have surgery again to have device removed to preclude permanent impairment or damage caused by implants. The long term prognosis is not known. She has been sick since 10/92 with dizzy spells, fainting, fatigue, etc.